Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). The user interface module master software version is 6.13.92, categorized as remediated.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.